Event description:
Reportable based on device analysis completed on 04feb2025. It was reported that the device was unable to cross the lesion. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the device could not cross the lesion because the artery was severely calcified and highly tortuous. The procedure was completed with an alternative device. No patient complications reported. However, device analysis revealed that the spring tip was observed detached and did not return for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The body of the guidewire was kinked. Kinks of the body were measured from distal to proximal according to the drawing dwg22623 and the distance where the kink was found is the following 1-125.0 inch. Microscopic inspection revealed that the spring tip was observed detached and did not return for analysis. Dimensional inspection revealed that the total length of the guidewire was according to the specification established on the drawing. This means that the total length of the guidewire was between the tolerances established on the drawing, even though the spring tip was detached and did not return for analysis.